Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. A1-5: select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure for ossification of the posterior longitudinal ligament (opll). It was reported that levels t7-9 were scheduled for fixation, but when the wound was closed, a screw was inserted in the t6-8 and the fixation changed to t6-9. The numerical value of the registration was the same and it was noted to be a good value. The cause was reported to have been unknown. The clamp was said to be placed on t9 but it was questioned whether it was placed on t8 by mistake. It was additionally questioned whether there was a mistake in the level after registration. There was no health damage to the patient and surgical delay was less than one-hour.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information: a screw was also inserted into the planned t9 under fluoroscopy in addition. It was not clear if was a mistake on the surgeon's side, but if it's a misalignment on the navigation side, it's a misalignment of one vertebra.